Event description:
The patient was seen at the center for device programming. The patient's programming session was successful. The patient's device reportedly stopped working later that evening. The patient exchanged external equipment. However, the problem was not resolved. 3 days later, the patient was seen at the center for device evaluation. The patient reportedly is also experiencing a problem with external headpiece retention. The decision was made by the cochlear team to explant the device.